Event description:
Loose pads on promax mouth guards. The doctor noticed one of the pads was still in the patient's mouth when they removed the mouth guard after the ect procedure was completed. No injury was reported.